Event description:
It was reported tha the follower pump experienced errors during use after the notice of field correction (nfc) was performed. The perfusionist (ccp) stated they were no longer seeing "pump jam" errors after the software upgrade, but they were seeing "under speed" and "belt slip" error messages. This pump is used as a cardiotomy dual tubing pump. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The perfusionist (ccp) reported that the issue occurs after the tubing has been sitting around getting cold and then when they start the pump, the error occurs. Also, the ccp found that sometimes that pump was a bit too over occluded.